Event description:
The lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant product : 4470 lead implanted: (B)(6) 2001. (B)(4).